Event description:
It was reported that the implant broke into pieces during implantation. All the pieces were retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4). Macroscopic examination confirms the implants are fractured into multiple pieces and broken. Microscopic examination of the fracture surfaces reveal a brittle fracture with directional river lines at the base of the inserter interface feature, suggesting crack propagation due to overload condition during implant impaction. The above observations are consistent with the operational context and surgical technique, which may have contributed to the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.